Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was not running nor turning was not confirmed as the device was running. However, during evaluation, it was determined that the device ran in the forward direction when it was in the reverse mode with the hand switch or foot pedal device. It was determined that this was due to normal wear. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the electric pen drive device was not working nor turning. During in-house engineering evaluation, it was observed that the device ran in the forward direction when in reverse mode while in use with the hand switch or the foot pedal device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.